Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and broken belt clip slot.

Event description:
It was reported the customer's insulin pump was alarming button error. Customer's blood glucose level was 145 mg/dl. Customer was advised to discontinue use of the insulin pump and revert to back up plan. No further information reported.